Event description:
The customer called to report the pump showed an alarm on display. Troubleshooting was performed. Instructed customer to change the infusion set. The customer started to sound very confused. The customer's bgs were low. Advised the customer to drink some juice to bring their bgs up. The customer was disconnected from the pump. Also customer requested to call the the ambulance. The ambulance arrived and stayed with the customer in their house until their bgs came up to normal. The customer was not taken to the hospital and they are doing fine.